Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the coating of the device peeled off in several places.

Manufacturer narrative:
(B)(4) the actual device was not returned for investigation; however, the customer sent two photos. The visual inspection of the provided photos showed a laser tube with strong signs of contamination and usage. The control cuffs and the 2-way stop cock did not show any irregularities as far as could be seen on the photos. The shaft of the laser tube revealed heavy signs of wear and a damaged pva-coating at 3/4 of the laser guard foil. A device history record (DHR) review could not be conducted as the lot no. Was unknown. Based on the investigation performed, no manufacturing related root cause could be identified. During the manufacturing process, a number of in-process controls are carried out. It was determined that the issue was most likely caused by improper usage of the device.

Event description:
The customer alleges that the coating of the device peeled off in several places.